Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device was found to be cracked at the bifurcate. There was no patient injury, medical intervention, or adverse reaction associated with this event.